Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the mesh carrier did not release from the shaft tip. The procedure was completed with another solyx sis system. There was no reported injury to patient at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned solyx sis system revealed that one carrier has slight damage to it. The mesh on the same side was stretched. Both carriers released from the delivery device. There was no damage to the delivery device and it worked as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the mesh carrier did not release from the shaft tip. The procedure was completed with another solyx sis system. There was no reported injury to patient at the conclusion of the procedure.